Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that signal loss over one hour occurred. On (B)(6) 2023, the patient experienced signal loss for 3 hours or more. The patient woke up with polydipsia and felt something must be wrong with her bg (blood glucose). There was no data on the smart watch. The patient checked the phone, which was turned off. The patient charged the phone and launched the dexcom app. She received a message saying, "attempting to reconnect wait up to 30 minutes." It was not documented whether the patient checked the bg by fingerstick during the 3 hours or more length of time of signal loss. While waiting, the patient took 36 units of unspecified bolus insulin. She realized that it was the wrong medication, so she presented it to the ed (emergency department) for evaluation. Upon arrival to the ed, the bg was 800 mg/dl and it was not mentioned whether a cgm (continuous glucose monitor) reading was present at that time. The hyperglycemia was treated with IV fluids. She was monitored for 6 hours before discharge. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was still feeling a bit fuzzy, but a lot better. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No additional patient or event information was available.